Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a piece of the active waveguide disengaged from the dissector and fell into the patient cavity. The piece was retrieved and there was no patient injury. A new dissector was opened and used to successfully complete the procedure.